Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received two times motor errors and no delivery alarm during basal. The customer¿s blood glucose level was 120 mg/dl. The customer also reported that the drive support cap was normal. The customer was advised to discontinue the use of insulin pump. The device will not be returned for analysis.